Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor, the distribution board and cpu boards were replaced to fix the issue. All functional tests positively passed and the unit was returned to service. No similar event has been recorded on the device since its installation in 2015 by reviewing the complaints database. Thus, the involved components have never been replaced. Based on all facts mentioned above, it cannot be ruled out that the most likely root cause was a short circuit of the motor pcb which consequently caused electrical damage on the involved boards. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient circuits during priming. There was no patient involvement.